Event description:
The report received from the affiliate states that during the procedure, when the physician deployed the trapease filter, it did not expand. The patient is male,(B)(6). The patient's lower limb was swelling before the procedure. The color doppler ultrasound & angiography were performed and revealed that the patient suffered from deep venous thrombosis (dvt). There was no difficulty advancing the deployment sheath to the target site as the vessel was straight. The vena cava measured approximately 25mm. During the procedure, when the physician deployed the filter, it did not expand. Then the physician used another cordis filter to treat the patient. The unexpanded filter was fixed between the second trapease filter and the vein wall. The filter did not migrate. There was no attempt to retrieve the filter. So far there has been no impact to the patient.

Manufacturer narrative:
The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: history: this complaint involves a patient who had a trapease ivc filter placed. Indication for the procedure was development of lower extremity deep venous thrombosis while on anticoagulation therapy. The complaint is as follows: "during the procedure, when the physician deployed the filter, it did not expand. Then the physician used another filter to treat the patient. The unexpanded filter was fixed between the 2nd filter and the vein wall." Observations: two images are submitted for review. Approach is presumably from the jugular vein. The first image shows opacification of the inferior vena cava. An ivc filter (appears to be a trapease) is seen unexpanded on a 20 degree angle along the right side of the ivc. There is no evidence of contrast extravasation. No ivc thrombus is noted. Inflow from the renal veins is well delineated bilaterally. The second image shows a second filter (appears to be an optease) deployed next to the first filter. This filter is fully expanded will good wall opposition in the infrarenal ivc. No contrast is shown on this image to assess for perforation of the cava. Conclusion: this complaint involves a patient undergoing implantation of an ivc filter from the jugular vein approach. The first filter did not expand requiring placement of a second filter. The first filter appears to be in the expected location of the right gonadal vein. Although no contrast is seen in the gonadal vein; this is the classic appearance of this type of complication. This case represents a well known potential pitfall of ivc filter placement which is inadvertent placement of the filter into the gonadal vein. This complication is seen when placing filters via jugular approach. This case illustrates the importance of performing a venogram through the delivery sheath just before filter deployment to ensure correct position within the ivc lumen. This does not represent product malfunction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the actual filter deployment or subsequent images with contrast it is not possible to draw a clinical conclusion between the device and the event. However, per the film review, procedural factors may have contributed to the reported event.